Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to flush. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During the preparation of the two clip delivery systems, air bubbles were noted from the ds box to the ds sleeve. An additional slow translation was required to de-air the device. The xt clip was implanted. It was noted that the pressure gradient increased to 4mmhg. The nt clip was inserted and grasping was performed. However, after the leaflets were grasped, the pressure gradient increased to 8mmhg. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. When the clip was removed, the gradient returned to 4mmhg. Mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.